Event description:
Allegedly, patient was revised due to prosthesis dislocation+bone fracture. Components not revised: ppr67352 cotyle "anca fit?" Sans trous a/revet. Hap 52 lot u1088757, ppr6-7612 tige "anca fit?" Rev. Hap 1/3 proximal 13d lot 098634518. Ppr67510 insert ceram "anca fit?" 28/40 50-52-54/28 al2.o3 bio. Forte. Lot: u11145690.